Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified company cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/company cartridge/handpiece combination used. Information was provided that in the surgeon's opinion the lens did not cause or contribute to the event. The patient saw a retina specialist and was found to have cw spots ou. Cw spots believed to be caused by covid. Patient had prior lasik surgery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following implantation of an intraocular lens (iol) the patient experienced vision difficulty and cotton wool spots (retina problem). The lens was explanted. New information received reporting the patient was sent to explant. Post operation of 7 days patient experienced vision difficulties and cotton wool spots (retinal problem).